Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the battery felt very warm when it was removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings: a review of the pump¿s history showed no activity related to the complaint. The battery was not returned with the pump for investigation. The battery compartment and battery cap were intact with no evidence of damage or moisture corrosion. The pump powered on normally and was exercised for 6 hours with no overheating or alarms. The current draws were found to be within specifications. The pump cover was removed and no internal damage or moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.